Event description:
The customer reported to olympus, the bronchofiberscope had leakage from the control section. Inspection and testing of the returned device found that the forceps channel port was shaved. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the channel port was shaved, watertightness was lost, the adhesive on the bending section was detached, the connecting tube had a dent, the grip was sticky, the distal end cover had a scratch, the universal cord was discolored, and the image guide bundle had a stain. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the forceps channel port was shaved because the endo therapy accessories or the metal part of cleaning brush may have touched the biopsy channel port during insertion/withdrawal. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.